Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for svc (B)(4)lead impedance=106 ohms on (B)(4)-2010 03:00:03. Daily pacing lead impedance data shows increase for svc=90 to 106 ohms peak between (B)(4)-2010 and (B)(4)-2010.

Event description:
It was reported that there was an alert for the right ventricular lead due to high and increased impedance. It was also noted the patient was going through diuresis at the time. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.